Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is no documentation in the complaint file to show that the patient was in treatment at the time of the fluid overload event. There is no allegation of a machine malfunction or deficiency reported for this event. A review of the patient¿s complaint history did not document any cycler issues prior to this hospitalization. Based on the available information, there is no temporal or causal relationship between pd therapy on the liberty select cycler and the adverse event. Therefore, the liberty select cycler can be excluded as the cause of the fluid volume overload. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had been hospitalized. The patient was admitted for fluid volume overload. The patient was discharged the following day. No additional information was given. Hospital course is unknown. Multiple attempts were made to obtain additional information with no response. It is unknown if the patient was in treatment at the time of the event.